Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this device and left ventricular (lv) lead exhibited high out of range impedance measurements. The configuration was reprogrammed and all measurements were appropriate. As a result, no further changes were performed. It was suspected the lv lead had a poor connection with the tissue. No adverse patient effects were reported.